Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. During troubleshooting the customer successfully cleared the current altitude alarm and resumed insulin deliveries. Customer's blood glucose level was 425 mg/dl.